Event description:
A surgeon reports that a patient is seeing a dark crescent following intraocular lens implant surgery. The lens remains implanted. The surgeon is not willing to provide further details at this time.